Event description:
Account alleged that the ppm sys will turn itself off, not sending an alarm if pt gets out of the bed. Account alleged that the pt got out of bed and fell with no alarm. No injuries occurred.

Manufacturer narrative:
Tech tested the bed and the bed exit operates correctly. Tech alleged that this is a staff issue not a bed issue. Account alleged that the pt had fallen while away from the bed in this alleged incident. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.